Event description:
It was reported that a cartridge alarm occurred during pumping. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). During troubleshooting with technical support, the alarm reoccurred. Customer reverted to using an alternate method of insulin therapy.